Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump exchange. The patient's heartmate 2 was explanted on (B)(6) 2019 and re-implanted with a heartmate 3 device. Reason for the exchange noted was driveline infection, but the type of infection was not identified. There was redness at the exit site and higher c-reactive protein. The patient is currently recovering from the surgery. No further information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion the specific cause for the reported event could not be determined. The evaluation of the device did not reveal a device related issue. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The hmii IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular device system. No further information was provided. The manufacturer is closing the file on this event.